Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced cerebrospinal fluid leak post operatively, resulting in infection at the site. Testing revealed an onset of meningitis. The patient was treated with intravenous antibiotics for several weeks (dates and duration not reported). It was reported on (B)(6) 2014 the infection had resolved. The implanted device remains.